Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the brachial artery. The 83% stenosed, 26mm x 2.8 mm, eccentric, de novo target lesion with a bend of <=45 degrees was located in the moderately tortuous and mildly calcified mid to distal left anterior descending artery. Following pre-dilatation with a 2.75/15 emerge balloon catheter, a 2.75 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the tip of the stent itself was deformed. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.